Manufacturer narrative:
Lot number of the novasure not provided by the complainant, therefore the expiration and manufacturing dates, DHR and UDI not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2020 during a novasure case, the device passed cavity assessment and ablated. When surgeon did hysteroscopy it appeared to have ablated in the cervix. The surgeon then decided to open another device and ablate the cavity endometrium. No other information was provided.